Manufacturer narrative:
Product from the same lot number was returned for evaluation and found to meet specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
It was reported on (B)(6) 2016 by the consumer that after 4 days of using one of the lenses her son ended up with a corneal ulcer. Additional information was received on (B)(6) 2016 via phone from the consumer who stated that her son went to the doctor twice (urgent care and an ecp). He went to urgent care on (B)(6) 2016 and they stated he had a corneal ulcer. She then took him to the ecp on (B)(6) 2016 to follow up. The ecp did confirm that the consumer had an ulcer in the right eye. The consumer stated that the ulcer is "small" and a little off from center, according to the ecp. She was not able to remember exactly where the ecp told her it was located. Urgent care did not say whether or not the ulcer was infectious, but they did prescribe ciprofloxacin (antibiotic) to the patient. The consumer stated that her son was also given a steroid drop (unknown name). The consumer stated that she was unsure of the dosage for both medications. Additional information was received on (B)(6) 2016 via email from the consumer's mother who stated that she was not at her son's ecp appointment on (B)(6) 2016, but she believed that he is allowed to start wearing contacts again. Additional information was received on (B)(6) 2016 via phone from the consumer's mother who confirmed that the patient was throwing the lenses out daily and he had not worn the same lens for four days. She said that he had been wearing lenses from that lot number for four days. It was confirmed that the event happened in the right eye. Additional information was received via medical records from the urgent care on (B)(6) 2016. The patient visited the urgent care on (B)(6) 2016 due to a sharp, constant eye pain in right eye for 2 days (onset 1 day), but there was no blurry vision associated with the pain. The patient had an unremarkable past or present medical history. The patient was not currently on any medications. The patient showed only abnormal ocular signs of the following: conjunctiva injected in appearance, and right cornea has punctate uptake of fluorescein stain. The patient was diagnosed with an unspecified corneal ulcer in the right eye. The patient was instructed to follow up with the urgent care or their primary care physician in 2 or 3 days if the symptoms were not improving or immediate follow up if the symptoms got worse. The patient was prescribed ciprofloxacin hci 0.3% drops to be used every 20 minutes for the first 2 hours, then every hour for the first day, and then every 2 hours while awake for a total of 7 to 10 days. Additional information was received via medical records from the treating eye care professional (ecp) on (B)(6) 2016. The first ecp appointment was on (B)(6) 2016: the reason for the visit was a complaint of redness in the right eye for 2 days and the patient rated the pain at a level 4/10 that day (at its best), but at its worst his pain level was 7/10 and constant. The quality was improving and relief was experienced after discontinuing contact lens wear and using the medication prescribed from the urgent care appointment the day before. The patient described the following signs and symptoms: redness, light sensitivity, and pain. All body systems were reviewed with no issue. The patient works on the computer approximately 3 hours a day. Past and present ocular history and exams were all normal. The patient's visual acuity in the right eye was 20/20-1 for cc distance and with glasses and 20/20 cc near. Intraocular pressure was 11 in both eyes. Mild to moderate bulbar injection was seen. The cornea showed superficial punctate keratitis (spk) inferior nasally, infiltrate inferior central 0.5mm with a 0.3mm underlying epithelial defect. The left eye also showed spk inferior nasally, but no infiltrates. The patient's tear film had decreased but; 9 seconds in both eyes. All other ocular functions were normal. The patient was diagnosed with a central corneal ulcer in the right eye. Cyclopentolate was instilled in the right eye only to help with pain management. The patient was instructed to continue the medication prescribed the previous day from the urgent care. The patient was also diagnosed with dry eye syndrome of bilateral lacrimal glands and was instructed to use artificial tears 4-8 times a day. The second ecp appointment was on 01/26/2016 for follow up: the patient presented for an existing condition of corneal ulcer in the right eye for 3 days. The timing was described as continuous. The quality was improving and the severity was described as mild. The patient was experiencing relief with the medication being taken. The patient was still experiencing mild redness, but no longer had pain and has still not been wearing contact lenses. The patient's visual acuity in the right eye was 20/20 for cc distance and with glasses and 20/20 cc near. Intraocular pressure was 11 in both eyes. Mild to moderate bulbar injection was seen. The cornea showed spk inferior nasally, corneal ulcer central with an overlying epithelial defect - trace 0.1mm and overlying infiltrate, with surrounding microcystic edema. The left eye still showed spk inferior nasally, but no infiltrates. All other ocular functions were normal. Patient refused cyclopentolate in office due to difficulties with reading due to the dilation. The patient's symptoms were improved at that office visit. The patient was instructed to taper the ciprofloxacin to every 4 hours in the right eye only for the next 48 hours. The patient was to begin a prescription for prednisolone eye drops three times a day in the right eye only. The patient was instructed to not wear contact lenses until further notice and was advised to return for follow up in 2 days. The third ecp appointment was on (B)(6) 2016 for follow up: the patient presented for an existing condition of corneal ulcer in the right eye for 5 days. The patient denied and presence of pain and had not been wearing contact lenses. The patient's visual acuity in the right eye was 20/20-1 for cc distance and with glasses and 20/20 cc near. Intraocular pressure was 13 in the right eye and 12 in the left eye. The bulbar showed no injection. The cornea showed spk scattered, improved corneal ulcer appearance, with small amount of microcystic edema surrounding. The left eye showed mild spk inferior nasally, but no infiltrates. All other ocular functions were normal. The patient was instructed to taper the ciprofloxacin to four times a day in the right eye only for two days, and then begin three times a day for two days. The patient was to continue prednisolone three times a day in the right eye only for two days, then taper to two times a day for two days. The patient was instructed to not wear contact lenses until further notice. The fourth ecp appointment was on (B)(6) 2016 for follow up: the patient presented for an existing condition of corneal ulcer in the right eye for 10 days. The patient was not experiencing any symptoms and felt back to normal. The patient's visual acuity in the right eye was 20/20-1 for cc distance and with glasses. Intraocular pressure was 16 in both eyes. The bulbar showed no injection. There was no longer any spk in either eye, the corneal ulcer had resolved with a faint scar remaining with no stain. The patient was instructed to discontinue ciprofloxacin and prednisolone. The patient was advised to resume taking cyclosporine for dry eyes (which he was taking prior to the ulcer). The patient was permitted to resume contact lens wear and to return to the office if any symptoms return.